Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor, indicated by malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer reverted to an alternate method of insulin therapy.